Event description:
Acclarent was notified on (B)(4) 2013, of a domestic event that occurred on (B)(6) 2013, during a sinus surgical case when acclarent balloon dilation technology was used. After balloon dilation, a vortex irrigating catheter was used over the guide wire and the guide wire removed. The vortex catheter was repositioned after the guide wire was removed. Twenty cc of saline was instilled via the vortex using a 60 cc syringe. There was some resistance when irrigating. Eye swelling occurred. The physician endoscopically removed a portion of the lamina papyracea and performed a lateral canthotomy to decompress the globe. A post operative computed tomographic (CT) scan of the orbital changes from the surgery and no other abnormalities. The pt awakened with no double vision, blurred vision or loss of vision. The child has done well. An ophthalmologic examination has revealed no abnormalities.

Manufacturer narrative:
Vp of medical affairs discussed this event with the surgeon on (B)(6) 2013. The surgeon stated that in repositioning the vortex catheter after guide wire removal there may have been an injury the floor of the orbit (roof of the maxillary sinus) permitting the saline to enter the orbital space. Vp of medical affairs concluded that mostly likely the vortex irrigation catheter contributed to the event of orbital swelling. The subject device of this report was not returned for evaluation, and its whereabouts are unknown. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.